Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 04jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit declared an error 1124 (battery failed).it is unknown if the device was in use at the time of the event; however, there was no patient harm.the event date was not specified; estimate used

Manufacturer narrative:
Date of report : 08jan2019, date rec¿d by MFR : 11jan2019. Additional information was received that the customer reported that the issue had been resolved. No specified repair information was provided by the customer. No parts were returned to philips for analysis, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.